Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not working with a backup battery. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not working with a backup battery. The customer reported that there was a battery low alarm. The battery was later charged for 2 hours, and it was confirmed the reported issue was resolved. The customer charged the battery for 2 hours to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The reported issue was duplicated. The cause of the malfunction was due to the battery not being charged.